Event description:
It was reported that the ilet insulin delivery algorithm did not adjust appropriately for meals, with meal and basal delivery remaining at approximately 2 units for dinner despite persistent postprandial hyperglycemia up to 350 mg/dl, and education was provided regarding potential need for retraining on meal announcements and device use. Symptoms included hyperglycemia. Outcomes included no reported injury, medical intervention, or hospitalization. Investigation included case review and user education on proper meal announcement and low treatment workflows, as well as referral to a diabetes educator for additional training. Investigation of this case revealed no device malfunction identified and suggested user setup or training uncertainty regarding meal announcements as a potential contributor. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.